Event description:
Arthritis [arthritis], pain at one of unspecified knee [arthralgia], pyrexia [pyrexia], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6) , with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dose regimen not provided, into both knees. The lot number for synvisc was not provided. On (B)(6) 2012, the pt experienced arthritis and pain at one of unspecified knees. On the same day, the pt received steroid injection for knee pain. On (B)(6) 2012, the pt experienced pyrexia (body temp-38 degree celsius) and had arthrocentesis (50 cc of joint fluid obtained). On the same day, the pt was administered antibiotics. On an unspecified date, the pt's c-reactive protein was 3.59 (units and normal range not provided). On (B)(6) 2012, the pt recovered from the event of arthritis. The outcome for the event of "pain at one of unspecified knees", pyrexia, and joint effusion was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The reporter assessed the relationship between synvisc and the event of arthritis as definite. The relationship between synvisc and the events of "pain at one of unspecified knees", pyrexia and joint effusion was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Eval summary: the product lot number was provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.